Event description:
A medtronic ent representative reported an inaccuracy while covering a transsphenoidal approach to a pituitary tumor resection. While an instrument was on the posterior sphenoid sinus wall (touching bone), opposite the sella turcica, navigation showed the cross-hairs in space, 3-3.5mm anterior of the point being touched. Lateral and superior/inferior accuracy were verified and acceptable. Tracer registration was used and tracing pattern did not fully remain on bony anatomy; tracing occurred below the eyes and cheeks. The surgeon agreed with this explanation of the inaccuracy and case proceeded without issue. The surgeon completed the procedure with the use of the landmarx evolution plus system. There was no impact on the pt outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.